Manufacturer narrative:
Based on the visual examination and the functionality testing, the instrumment was found to arm intermittently. The weld measurement indicates a slight skewness in the knife collar which may have caused the intermittent arming. No conclusion could be reached as to how the knife collar became skewed. Co reviews each incident as it occurs in an effort to continuously improve the products and processes.

Event description:
During a laparoscopy the 355ld shield would not retract. Another 355ld was used to complete the case. There was no consequence to the patient.